Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt did not wear a mask while performing pd therapy. Subsequently the pt experienced peritonitis but was not hospitalized for the event. However, treatment was not reported. At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was reported to be a use error, due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.